Event description:
(B)(4). Severe stomach pain, vomiting, extreme dry skin, excessive bleeding during periods, depression, mood swings, gallbladder removal, gallstones, hip and back pain , number hands, liver levels elevated, weight gain, fatigue. Covered by insurance.